Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their gum was cut while trying to put their aligner in. Their gum bleeds each time they close their teeth together or when the take out or put back in their aligner. Provided fit tips and warm water tip which the patient did and has not helped. Asked patient to try next step aligner and to update outcome.